Manufacturer narrative:
Additional information: date of event: estimated based on the information received. The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were non-conformities found to be related to the reported event. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4). Please reference 2032546-2019-00119 for the left eye.

Event description:
As reported following bilateral cataract plus trabecular micro bypass stent system procedures one week apart, the patient presented with elevated iop in both eyes postoperatively. Per report, the stents were observed well-positioned in the trabecular meshwork (tm) and diamox was prescribed to treat the iop elevations. Through follow-up, the surgeon provided the following additional information. The patient underwent uneventful bilateral cataract plus stent implantation. The iop was treated with diamox (500 mg bid) and the iop improved. The adverse event was reported to have resolved.